Event description:
Info received indicates the brake will not lock. The casters will lock but continue to swivel from side to side.

Manufacturer narrative:
The tech replaced the casters, caster supports and two bushings to repair the bed.